Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 206 mg/dl. The customer stated that they had problem with the pump and there was image of the pump on screen with book next to it which was red cross over pump. It was also reported that they had replace battery alert before critical alert occurred. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error during testing. However, pump received with a high sleep current measurement due to moisture damage electronic assembly.